Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a proglide device after a peripheral intervention procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a needle to cuff miss was confirmed. Additionally a foot break was noted. The noted break likely occurred during handling post procedure it was not originally reported and the foot was found retracted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Analysis of the returned device found that the guide was noted to be broken distal to the guide tube, but the actuator wire was still intact to the guide. No additional information was provided by the account.